Event description:
On (B)(6), 2011, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk and contralateral leg were placed with only ~ 2-2.5 cm of overlap at the gate (the instructions for use specify 3 cm). On (B)(6), 2011, the patient underwent another procedure to place an iliac extender, resolving a type iii endoleak between the trunk and contralateral leg.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. Additional devices: (B)(4).